Event description:
The user facility reported that the tr band was inflated with air and then the band deflated on its own. The patient was in stable condition. The procedure outcome was a success. There was no patient injury/medical or surgical intervention required. Additional information was received on (B)(6) 2023: the tr band was used, it delated and another tr band from the same lot was used, and it deflated as well; therefore, they held pressure.

Manufacturer narrative:
A1: patient identifier: requested, not provided; a2: age & date of birth: requested, not provided ; a3: patient sex: requested, not provided ; a4: weight: requested, not provided; a5: ethnicity: requested, nnot provided; a6: race: requested, not provided; d6a: implanted date: device was not implanted; d6b: explanted date: device was not explanted; e3: occupation: cath lab manager; the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 1118880-2023-00275.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide additional information to section b5 and to provide completed investigation results.the actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Additional information was received on 07 jun 2023: the procedure performed was a percutaneous coronary intervention (pci). The amount of air applied and the amount of time it took for the band to deflate was unknown. Hemostasis was achieved by manual compression. Estimated blood loss was less 250cc. Prior to use the product was stored in a cabinet in the lab. The patient was in stable condition. There was a 6 french slender used at the access site.